Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, they experienced a skin reaction with burning sensation, redness, inflammation/swelling, pustules and an infection that extended beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. The patient went to the emergency department (ed), and a healthcare provider (hcp) removed the pus by squeezing it out. Due to infection and swelling, the patient is taking an oral antibiotic amoxicillin/clavulanic acid (unspecified dosage). There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. No data or product was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.